Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a rash and scabbing around the sensor area. No medical intervention was required. Patient's mother removed the sensor and cleaned the site. At the time of the call, patient's condition was good.